Event description:
Ventilator showing device alert safety valve open during ventilator set up.manufacturer response (as per reporter) for ventilator, 840:vendor replaced; bdu cpu under warranty.

Event description:
Ventilator showing device alert safety valve open during ventilator set up.manufacturer response (as per reporter) for ventilator, 840:vendor replaced; bdu cpu under warranty.